Manufacturer narrative:
The customer reported that the nibp component on the bedside monitor (bsm), over pumps the cuff pressure. The customer checked the device settings and tried a different cuff and the problem persists. The customer called back and requested that we send out a loaner asap and notified that there was a patient on the device when the nibp was over inflating, causing severe pain to the patient. The customer agreed to send in the device for evaluation, however he would not discuss the adverse event. The device was returned to nihon kohden but evaluation of the device has not yet begun. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the nibp component on the bedside monitor (bsm), over pumps the cuff pressure. The customer checked the device settings and tried a different cuff and the problem persists.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the nibp component on the bedside monitor (bsm), over pumps the cuff pressure. The customer checked the device settings and tried a different cuff and the problem persists. The customer called back and requested that we send out a loaner asap and notified that there was a patient on the device when the nibp was over inflating, causing severe pain to the patient. The customer agreed to send in the device for evaluation, however he would not discuss the adverse event. The unit has been evaluated and the reported problem could not be duplicated. The customer was sent an exchange unit due to patient safety issue. The reported event cannot be duplicated (cnd). Thus, product deficiency was not identified. Based on the information provided at the time of the event assessment, there is an indication of patient injury, severe pain. However, customer would not discuss the adverse event with nihon kohden america (nka). Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.